Event description:
The device was explanted (date not reported). There are no plans to reimplant the patient with a new device as of the date of this report.

Event description:
Correction: the initial MDR submitted on july 19, 2024 was filed inadvertently. There was no device malfunction.

Event description:
Per the clinic, the patient developed tinnitus and experienced a performance decrement. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report, on (B)(6) 2024.